Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were present the distal end. Any material missing from the damage of the yaw pulley was likely thermally induced rather than mechanically induced. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. As of 4/6/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (pn: 470183-14, batch/lot-sequence:n10190514-0129) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2019 on system sk1204 with 1 life remaining. The customer reported that the reported event occurred on (B)(6) 2019. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with one allotted usage remaining and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had cautery issues. The yellow plastic of the instrument was cracked and melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing or smoke observed during the procedure. The procedure was completed with no adverse patient consequences. There was no additional information available.